Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no device was returned. The device history record and the raw material record were reviewed and no discrepancies were noted that would be associated with this complaint.

Event description:
Pro disc-l was implanted in late 2008. Pt complained of pain in the legs and a post op x-ray revealed implants were off the mid line. Surgeon planning a revision to correct the mid line of the implants. Possible removal for 7 am three days later. Pt revised to medium implant.